Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 563 mg/dl during the call. It was stated that the cannula was bent when the customer removed the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.